Event description:
Crm-sal-2023-001. The pacemaker was implanted on (B)(6) 2022. On (B)(6) 2022, the battery impedance was 370ohms.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Crm-sal-2023-001 the pacemaker was implanted on (B)(6) 2022 on (B)(6) 2022, the battery impedance was 370ohms.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Crm-sal-2023-001: the pacemaker was implanted on (B)(6) 2022, on (B)(6) 2022, the battery impedance was 370ohms.

Manufacturer narrative:
A follow-up 1 of this MFR report: 1000165971-2023-00164 has been sent by mistake.

Event description:
Crm-sal-2023-001: the pacemaker was implanted on (B)(6) 2022, on (B)(6) 2022, the battery impedance was 370ohms.